Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A visual examination of the returned complaint device confirmed that the rx tunnel was detached from the catheter and was not returned. It was also noticed that the catheter was kinked in several sections, indicating that it was highly manipulated. There is no other issues noted on the device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon were used in the intrahepatic bile duct during a biliary dilation procedure performed on (B)(6) 2019. According to the complainant, when removing the balloon from the bile duct after dilation, the cannula was inserted into the endoscope, and the rx tunnel detached from the device and was pushed out of the scope into the duodenum. The physician noted that the insertion and removal of the device felt strange. The procedure was completed at this time. There were no patient complications reported as a result of this event. Reportedly, the detached piece remains in the patient, and the physician expects the detached piece to pass naturally. The patient has had follow-ups, but no additional procedure is planned.